Event description:
It was reported by service report that the led light on the power switch was not lighting up and bed would not power up in battery mode. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Battery connector.